Event description:
A high drain error 102 (night drain two) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 08:37:17. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause of this condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.